Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump's soft key (second from left) was hard to operate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the keypad. The keypad is required to be replaced to address the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's soft key (second from left) was hard to operate. No additional information is available.